Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients implantable cardioverter defibrillator (ICD) had triggered recommended replacement time (rrt) earlier than anticipated. The device currently remains in use and is anticipated to be replaced. No patient complications have been reported as a result of this event.